Manufacturer narrative:
System analysis/system repair was performed on (B)(6) 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on (B)(6) 2016. Product evaluation: the evaluation was completed on may 04, 2016 and noted no packaging damage on the crate and no external damage on the resonator. Pins were noted corroded on coupler cable assembly; coupler pcb was burnt; coupler lens was dirty from the fiber side was noted. The coupler lens was cleaned; coupler cable assembly was replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the fa report, the root cause was determined to be coupler cable assembly and unclean coupler lens in the resonator.

Manufacturer narrative:
System analysis/system repair was performed on (B)(6) 2016: the reported issue of "fiber port overheating" was confirmed when the error of rapid increase fiber port temperature at 120 watts was noted. The resonator was replaced, adjusted coolant flow and q-switch rf power to match new resonator. The system was tested and verified to meet manufacturer's specifications. The replaced resonator s/n (B)(4) was received at the manufacturer on april 12, 2016.

Event description:
It was reported that during a surgical procedure, "the screen displayed fiber port overheat and laser went into standby. Disconnected and re-connected the fiber and went to ready. Error message indicated fiber expired." The fiber was exchanged and experienced the same issue. The procedure was completed by an alternate procedure (turp). Patient outcome: "ok." No injury to the patient was reported.